Event description:
The abiomed field team was at the user facility for cath lab training. When the automated impella controller (aic) was set up, the aic alarmed "controller error" (yellow alarm). This aic had recently been in service for about three weeks on an impella 5.5 patient. The console had been sent with the patient to an outside facility for transfer and was recently returned. The aic will be returned for investigation.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
Corrections to the initial MFR report: g1: MDR reporting contact email. D2: device name has been updated. D4: model number has been updated. F6: and f8 should have been left blank. H6: type of investigation code added.